Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000126, serial/lot #: unknown and product ID: bi71000165, serial/lot #: unknown. H3, h6) the system was serviced in the field and troubleshooting indicated low battery voltage to the x-ray batteries. Pins 9-10 and 10-11 were low on j7 and measured below 10vdc (volts direct current) each. The chargers were reported to be within normal limits. The image acquisition system (ias) cmos battery was replaced, settings were configured, and tray 2 x-ray batteries were replaced. The system then performed as intended. Codes b01, c02, and d02 are applicable. H3, h6) the batteries were reported to have been discarded at the time of this report. Therefore, returned hardware analysis will not be performed. Codes b18, c20, and d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that  when booting up the system the ias booted to the initializing screen but the monitor on the mvs remained off. They switched outlets and tried again. This time the monitor came on but the ias stayed in initializing for a long time. They tried rebooting the system multiple times with no change. There was no patient involvement. Additional information received from a manufacturer representative performing system servicing indicated that the ias pendant was stuck in standalone mode. It was reported they could not remote into image acquisition system (ias) from the mobile viewing station (mvs). They used an external monitor as a result and the system was paused in boot sequence with a complementary metal-oxide semiconductor (cmos) checksum error.